Event description:
It was reported by the customer that during use, the cardiosave intra-aortic balloon pump (iabp) shut down. There was patient involvement, but the failure did not cause serious harm to the patient. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that on-site inspection of equipment and fault code records at the hospital confirmed the fault reported by the customer. There was no blood or other fluid ingress into the device. The unit was docked properly and plugged in, the battery was charging normally. The positive and negative pressure of the machine was adjusted. The unit passed all functional and safety checks to factory specification.

Manufacturer narrative:
(B)(6).